Event description:
The end user sent limited info regarding the pt event. Reported only that the impact 750 portable ventilator was working properly then started alarming and stopped functioning. The unit was reset and it continued in an alarm state. The end user reported there was no serious injury to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it is assumed that the device malfunction may have caused the need for manual ventilation. We have submitted this as a serious injury event because manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was received upon receipt at impact and the reported problem was confirmed. The root cause of the device malfunction was found to be due to the device solenoid. Because the impact 750 ventilator product line is older, the parts necessary to repair were not available and the device could not be repaired. This info was relayed to the end user (device retirement) and the device was returned to the hospital.